Event description:
It was reported that an asymptomatic patient presented at the clinic for a follow up, post- paced t-wave oversensing was observed on the stored egm. The patient did not receive inappropriate therapy as a result of this oversensing. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were made and resolved the oversensing. Patient was fine.